Event description:
Dealer advised received error code 0400, intermittent stopping of the chair. Dealer advised chair stopped in the a room in the house and end user could not get back into the kitchen and son had to push her back into the kitchen.